Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, regarding the alarms she was getting on the pump. She stated the balloon had been inserted about an hour prior for the purpose of unloading, as the patient was also on ECMO. The inner lumen was clotted, and she believed that occurred right after insertion because the lumen was not properly flushed. The sidearm was patent and she wanted to know if she could use that. The esp personnel explained that if the sheath had a sidearm, it was not our product and she would have to refer to that manufacturer or hospital policy for care. As far as the alarms, the esp personnel recommended to remove the fiberoptic cable and those should go away. User was thankful for the information. The call was ended. No harm or injury reported.